Event description:
The hospital reported that the heartstring seal was "damaged". The hospital did not provide any further failure mode clarification. A replacement seal was used to complete the procedure. No patient effect was reported by the hospital. On 10/12/2007, further clarification was received from the hospital. The seal did not deploy into the aorta. Failure to deploy is a reportable malfunction.

Manufacturer narrative:
Investigation details: visual inspection shows that tension spring still loaded inside the deployment tube and plunger was depressed. Therefore, the complaint is confirmed based on how the seal was received. A lhr review was completed for the product, there was no nonconformance associated with the lot number.